Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 15877656, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.